Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed and required maintenance. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the doors had no issue. A field service engineer upon arrival found no issue with the station doors. Customer tested and it did not fail, also could not get it to fail in hardware test application. The fse replaced latch with a new style as preventive measure. Fse tested multiple times in hta and in the application without issues. The system functioned as intended after the field service engineer resolved the issue.